Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported that they experienced changes in stimulation and sometimes uncomfortable stimulation in the abdomen. One lead was providing undesirable stomach area stimulation. This occurred after the patient fell and hit their back on a table. The patient began experiencing changes in stimulation after changing multiple programs with the patient programmer. Reprogramming was performed on (B)(6) 2015. It was confirmed that the impedances were okay. The left lead was providing good stimulation, while the right lead was providing some stomach stimulation after reprogramming settings. It was noted that the issue was resolved. No surgical intervention occurred. If additional information is received, a supplemental report will be sent.